Event description:
It was reported that "polymer ligating clips were used for the operation, [doctor] stated this was weck hem-o-lok polymer clip. Patient had to be brought back to theatre due to polymer clip slipping off a vessel and bleeding out". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that "polymer ligating clips were used for the operation, [doctor] stated this was weck hem-o-lok polymer clip. Patient had to be brought back to theatre due to polymer clip slipping off a vessel and bleeding out". At the time of this report, the customer has not returned our requests for additional information.